Event description:
Device malfunction: thumb advancer resistance. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer sheath splitting resistance was felt. The safety release mechanism was activated and the device was removed. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.